Manufacturer narrative:
The company rep observed that the vacuum was low at the pump and the safety disk was expired. The company rep replaced the safety disk (part number 0997-00-0985) and installed the 5000 hour preventative maintenance kit (part number: 0040-00-0147). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.